Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been manual bolusing a lot and having issues with not getting enough insulin after inputting their carbs into the pump. Customer's blood glucose level was going higher after giving 8 units of insulin. Customer checked the bolus history and it does not show that she gave that amount. Customer's blood glucose level was 481 mg/dl on at the time of the first issue on (B)(6) 2015. Customer treated with the pump. Customer does not upload to carelink. Customer's blood glucose level was 600 mg/dl yesterday because she was not wearing the pump and slept all day. Customer confirmed all the times and amounts in the bolus history. Customer was advised to return/replace supplies as necessary. No further assistance needed.